Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated rebooting had occurred. The battery compartment was found to be intact. The threads on the battery cap that was returned with the pump were stripped, and the battery cap would not maintain an electrical connection. A test battery cap was used to complete testing. With the test cap, the pump powers on with no alarms. The pump was exercised for 29 hours with no power issues and no delivery issues occurring. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose levels have been elevated in the 200-300mg/dl range and reached as high as 456mg/dl with symptoms of increased thirst and increased urination. The reporter indicated that the pump will sometimes be shut off when she goes to use it or check it. The patient reportedly notices that the battery cap is stripped, but has never replaced the battery cap. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The user guide instructs the patient to replace the battery cap every six months however, there was no indication that the cap had been replaced. This report is being made based on the allegation that the patient experienced hyperglycemia with use error.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.